Event description:
On (B)(6) 2014 the lay user/patient in USA contacted lifescan to report the onetouch verio iq meter was giving inaccurately low readings compared to another meter. The patient reportedly obtained several blood glucose readings ranging from 22 mg/dl to 102 mg/dl on the reported meter, and the readings of 386 mg/dl, 415 mg/dl and 400 mg/dl on the other meter within 30 minutes. There was no patient injury associated with this issue. As the test results fell outside expected values for meter-to-meter accuracy testing and was not resolved with troubleshooting, this issue is being reported. There was no indication that the product caused or contributed to an adverse event.